Manufacturer narrative:
The detailed investigation at the concerned site and analysis of the returned part in the laboratory showed that the problem described in the report was caused by a hardware defect. The image acquisition system (ias) could not be started due to a component failure within the ias computer. Consequently, the system switched to the bypass fluoro mode, as intended for such a case. This special mode is a mitigation of the problem. It allows the system to proceed with imaging. However, neither acquisition nor storage of data is possible. The image quality is reduced as well. The described error can only be eliminated by replacing the affected hardware. Therefore, the ias pc was replaced by siemens service organization at the involved site. Since the customer's affected pc model (ias r640) was already several years old, it was replaced with a compatible model of a newer type (ias bb2). Following the repairs, the device was brought back to specifications.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the system went into bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.